Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 11-12, 2025. H11: the actual device was received for evaluation. A visual inspection showed no evidence of drug precipitate inside the bladder. The tubing line was subsequently reconnected, and a functional flow test was performed by filling the bladder with dextrose solution. After filling, no flow was observed from the flow restrictor. Multiple force priming attempts were made to restore flow, but no flow was achieved. Further examination revealed that the flow issue was caused by drug precipitate blocking the fluid path at the distal end of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was determined to be drug-related. The product label (IFU, instructions for use) indicates that it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. The device contained 186 ml of 5-fluorouracil and 54 ml of saline. The expected infusion time was 46 hours; however, there was still approximately 200 ml of liquid medication inside the bladder. To resolve the issue, another chemotherapy pump was reconfigured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.